Manufacturer narrative:
An event regarding infection involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that revision of accolade ii stem and biolox head was performed due to infection.

Event description:
It was reported that revision of accolade ii stem and biolox head was performed due to infection.

Manufacturer narrative:
Additional devices listed in this report: cat 6570-0-436 product des. Delta v-40 ceramic head 36/-2,5 lot code 48497801. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.